Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead became dislodged during attempted implantation. The physician subsequently attempted implantation with two additional leads, both of which also resulted in dislodgement. As a result, none of the three leads were successfully implanted during the procedure. The patient remained stable throughout the procedure.